Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The exposed soft cannula was not observed to be bent or kinked. The pod data showed that the pod ran for 3964 pulses and delivered boluses before deactivating. No errors or abnormalities were observed. The needle mechanism assembly showed no damages or deficiencies that would contribute to a needle mechanism failure. The needle mechanism was reset and deployed; no issues were observed. Therefore, no problems were found regarding the reported needle mechanism failure and pod cannula bent/kinked events.

Event description:
It was reported that the needle deployed but the pink slide did not move forward, indicating a needle mechanism failure. Pod was worn between 4 and 24 hours. Upon pod removal, the cannula was reported to be crooked/bent. Blood glucose levels reached 300 mg/dl. No treatment was reported.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.